Event description:
It was reported to the manufacturer by the end user, per the end user the staff was rolling the patient onto her side in the bed. The bed moved and rolled over a staff member's big toe. The staff member was sent to urgent care for an injury to the big toe on the left foot and had to wear a boot for about a week. (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.